Manufacturer narrative:
The device in question has been requested from the consumer. Upon receipt, it will be sent to the manufacturer for their evaluation.

Event description:
Consumer states: "I purchased an ear thermometer and it varies about 2 degree when checking the same ear in succession even though the spec says it would only vary .2 degrees."